Event description:
Pt with hcc underwent treatment with 132 gy of therasphere in 2002 in an uneventful infusion. The pt did not have any unusual or unexpected side effects during the recovery period and had good response to the treatment. The pt began developing ascites 9/2002, which increased over a few months requiring regular paracentesis. In 2003, the pt was admitted for a denver shunt placement to alleviate the ascites. The procedure did not have immediate complications; however, the pt developed dic post-operatively requiring heparin therapy, improving the condition over time. The pt was discharged in 2003. The ascites is a possible sequelae of therasphere treatment.